Event description:
It was reported that the preloaded intraocular lens (iol) popped out when inserting into patient's right eye. The lens was partially inserted into the eye; however, it was removed and replaced with another lens of the same model and diopter. The lens was discarded upon removal. No further information is available.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided as customer has no further information to provide. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device is not returning for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.